Manufacturer narrative:
(B)(4). Investigation summary th probe is question was returned. All functions worked normally. The probe worked to specifications. Probe (B)(4) (3 uses) was investigated at neuwave. All functions worked normally. The probe worked to specifications. Analysis does not confirm (verify) the reported failure. No further investigation will be conducted on this complaint. Lot ml20115851 was reviewed . Manufacture date: 12/15/2020. Expiration date: 7/31/2024. There were no problems seen during the manufacturing and testing of this lot. Additional information was requested, and the following was obtained: did the device lose co2 at probe cannula? No, not at the tip. Did the device lose co2 at probe handle? Yes, close by. Could you please confirm if the co2 didn't leak inside the patient? The co2 leaked into the patient, right below the skin close at the handle. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the event happened ytd at around 14:00 pm intra-op at the hospital. No injuries occurred to the patient, no delays on procedure and no other things had to be done. We realized (after correct test done) that the probe was losing c02 at the proximal end of the probe. After intervention (interventional radiology) we made an additional test while keeping the proximal end in the water and we saw bubbles coming out.